Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were stored pause episodes from the implantable cardiac monitor that were either real pauses or undersensing. In one of the episodes there was a large deflection at the beginning of the small r-waves which is seen when there is suspected loss of electrode contact. The device remains in use. No patient complications have been reported as a result of this event.